Event description:
Customer reported a motor error alarm but did not recall when it occurred. Customer did not recall the blood glucose reading. She stated that the insulin pump was not exposed to a strong magnetic field or MRI and did not recall any significant events leading to the alarm. She stated that she was able to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.